Manufacturer narrative:
(B)(4). The sample was not returned for an evaluation. (B)(4).

Event description:
On (B)(6) 2011, at (B)(6) hospital, quadrox-d (lot number unknown) leaked at the gas port. The unit was changed out. It was noted that the device usage exceeded the time allotted that is provided in the instruction for use (IFU). (B)(4).